Event description:
It was reported that during a da vinci-assisted surgical procedure, the permanent cautery hook instrument had no energy output. The procedure was completed with no reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The permanent cautery hook instrument was analyzed, and the complaint was not confirmed by failure analysis. The instrument was placed and driven on an in-house system. The instrument passed the recognition and engagement tests. The instrument moved intuitively with full range of motion in all directions. Energy delivery was tested and passed in various grip orientations. The instrument passed the electrical continuity test. Additionally, the instrument was found to have thermal damage on the monopolar yaw pulley near the ceramic sleeve. Material does not appear to have burnt off from the charring that occurred near the ceramic sleeve. Components adjacent to the yaw pulley show thermal damage. The instrument also was found to have thermal damage to the conductor cap and distal clevis.